Manufacturer narrative:
The pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The pump had minor scratched display window.

Event description:
The customer's mother reported via phone call customer's hospitalization for high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose level at the time of incident was 800mg/dl. The customer's most current level was 254mg/dl. The mother states the customer has been treated with insulin, but their levels continue to fluctuate. Troubleshoot was conducted. The customer declined to conduct high pressure testing. The mother states the doctors have ran test and cannot determine the cause of the high levels. The mother wishes to have the pump replaced. The mother was advised the pump would be replaced and returned for analysis.